Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of medical device removal ("there were women who had decided to have the coils removed"), hysterectomy ("hysterectomies"), embedded device ("devices had migrated out of their fallopian tubes and embedded in the uterus"), perforation ("punctured other organs"), genital haemorrhage ("bleeding"), autoimmune disorder ("autoimmune reaction") and pregnancy with contraceptive device ("there are a group of women who posted pictures of their e-babies") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), fatigue ("fatigue"), alopecia ("hair loss"), dental caries ("tooth decay"), allergy to metals ("allergic reaction (especially to nickel)") and complication of device removal ("reported winding up with complications from the operations"). Last menstrual period and estimated date of delivery were not provided. The patients were treated with surgery. At the time of the report, the medical device removal, hysterectomy, embedded device, perforation, genital haemorrhage, autoimmune disorder, pregnancy with contraceptive device, fatigue, alopecia, dental caries, allergy to metals and complication of device removal outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for allergy to metals, alopecia, autoimmune disorder, complication of device removal, dental caries, embedded device, fatigue, genital haemorrhage, hysterectomy, medical device removal, perforation and pregnancy with contraceptive device with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.